Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment details, hospitalization, patient&#38112;recovery status, and if the patient was retrained in aseptic technique were unknown. The action taken with pd therapy was not reported. No additional information is available.